Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and discovered that all of the access point controllers' configurations reverted to factory defaults. After the configurations were redone, the system began to work again. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the telemetry went offline is all the departments. The device was in use on patient at time of event, there was no adverse event reported.